Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and palpitations. It was reported that the right atrial (ra) lead function could not be confirmed on the current electrograms (egm), and capture thresholds were not available, with no recent sensing measurement. It was reported that the ra lead was dislodged. The ra lead was explanted and replaced. Post explant it was noted that the helix was possibly not extended completely. The lead was damaged during the explant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned stretched from 52 cm to 53 cm. The helix could not extend with 11 turns. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Visual analysis showed explant damage only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.